Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during implant procedure. The physician attempted to fixate the right ventricular lead to the heart wall after helix deployment and was unsuccessful several times. The physician replaced the lead during the procedure on (B)(6) 2019. The patient was in stable condition.

Manufacturer narrative:
Related uf/importer report number: (B)(4).